Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 226 mg/dl fasting. The customer's expected fasting blood glucose test result range is 110 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was performed by the customer non-fasting and produced test results of 150 mg/dl and 153 mg/dl using the meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 08/21/2020 and open vial date is 03/29/2019. The meter memory was reviewed for previous test result history (result of 276 mg/dl is not the customer's result): (B)(6).